Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient as they reported that the cause of the issue had been determined but it had not resolved completely. Patient's weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that in order to resolve the diarrhea and failing to empty their bladder, the patient's device was reprogrammed on (B)(6) 2017. They also reported that the cause of failing to empty bladder and diarrhea were not determined and it was unknown if these issues had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was having trouble with their device and hooking it up to the device inside of them. Patient stated they "got into it" this morning and wanted to turn it up a notch or two because patient thought that they were not urinating as frequently as they should be. Patient was not having any discomfort and that it was working where they had it and it was helping them today however they "can't get into it". Patient also had a bed wetting accident last night and they hadn't had one in a while. Patient could feel stim when they had the antenna over his ins. Bandages and swelling were still present. It was reviewed healing/bandage expectations for recently implanted patients. Patient was advised to call back again if they were still having communication issues with their patient programmer after the bandages were removed and to check with his doctor about when they should remove the bandages. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that they were having ¿colon issues¿ like diarrhea which they never had before. Patient indicated they were implanted for bladder, like for wetting the bed and problems controlling bladder and some of the benefits had been very good for bladder. Patient stated they can now hold their bladder. Patient also reported that they were having issues starting urination and failing to empty their bladder. They were working in the yard a day prior, they took a lot of liquids but did not pee all day long until 9 pm. Patient thought it was weird that they could not go to the bathroom. They still had some issues wetting the bed at night. Patient indicated they recently met with healthcare provider (hcp) for different program and they put the setting a little higher. Patient stated higher stim was not causing any pain. Patient wanted to know if it was ok to go higher in stim to relieve some symptoms. Patient would discuss options for best settings with healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that the diarrhea and failing to empty bladder had not been resolved.